Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2022 the parents of the user thought that the audio processor was damaged as the user's hearing benefit with the device was affected. The user was provided with a 5 channel map and will be monitored.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. The recipient will be monitored by the clinic.

Event description:
On (B)(6) 2022, the parents of the user thought that the audio processor was damaged as the user's hearing benefit with the device was affected. The user will be monitored on a 3 monthly basis.